Event description:
In an event that occurred approximately 10 days prior to the date the company was contacted, it was reported a device did not deliver a shock. The victim collapsed, CPR was initiated, an AED brought to the scene, and pads applied. The device analyzed the rhythm, issued a shock advised decision and upon pressing the shock button, the pt did not jump (or as occurred later with the als) and the device stopped issuing voice instructions. CPR was continued until the emergency medical services arrived, and at least one shock was delivered with another device. The device in question later passed a battery insertion test, along with voice instructions being issued.

Manufacturer narrative:
Review of the internal memory, including the event and the device data, concluded the on/off button was pushed rather than the shock button. The device was able to successfully deliver 9 shocks into a pt simulator. This event is being filed since it cannot be conclusively determined if the device caused or contributed to the victim's outcome.